Event description:
Discordant low sodium (na) results were generated by the dimension rxl max with hm for three (3) patient samples. The results were not reported out of the laboratory. The samples were retested and yielded similar low results. The samples were then retested following system service and yielded results within expectations. The results of the retest were reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the system and data, the fse determined that the cause of the event is user error. User failed for follow good laboratory practices by utilizing expired product. Upon examination, the fse noted that both dilchk solution bottles were expired. The issue was resolved upon replacement with fresh, unexpired dilchk bottles. Quality controls were run and within specification. The instrument is performing within specifications. No further evaluation of the device is required.